Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: stroke, impaired vision (left), depression, and physical limitations. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported stroke, impaired vision (left), depression, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number is known, the lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via right jugular vein due to pre-bariatric surgery. Patient is alleging vena cava perforation and stenosis. The patient further alleges ¿massive blood clot from sternum to ankles (both)¿ and ¿a stroke with left sided impaired vision¿ as well as depression and physical limitations. Per a computerized tomography (CT) scan of the abdomen and pelvis dated (B)(6) 2019, ¿inferior vena cava filter appears in appropriate position although the tines extend beyond the lumen inferiorly. Below the ivc filter the ivc is small. There could be an element of thrombosis present with followup discussed above.¿

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, stenosis, and thrombus/ deep vein thrombosis (dvt). Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Catalog/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received a gunther tulip on (B)(6) 2006 to prepare for a later-scheduled bariatric surgery. It is alleged that the patient subsequently experienced extensive thrombus in the inferior vena cava (ivc) below the ivc filter with the thrombus extending into the patient's bilateral lower extremities (caval thrombosis and bilateral deep vein thrombosis) approximately 11 years and 4 months after receiving the filter implant the patient was treated with heparin to reduce the extensive thrombosis that had formed under the filter. Approximately 9 months later, the patient underwent a computed tomography (CT) scan of the abdomen and pelvis which revealed "filter struts had moved since the filter was placed with several of the struts extending outside [patient's] inferior vena cava," the "presence of thrombi" below the ivc filter, and "...the inferior vena cava at the level of the filter and below the filter appeared small. A narrowing of the inferior vena cava, called stenosis..." Hospital and medical records have been requested, but not yet provided.